Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
Boston scientific received information that the pt with this right atrial lead was being seen in follow-up by a new clinic; it was requested that boston scientific field rep check the device. The device was programmed vvir, bt the field rep decided to test the ra during the eval. P-waves measured 0.9 mv and an impedance of 590 ohms noted; however, there was no capture at 6 volts. It was speculated that it is likely why the device was programmed vvir. Boston scientific technical services (ts) reviewed that there were no threshold values on the implant form either, but p-waves were 1.5 mv and impedance was 535 ohms at that time. No further historical information was available. No adverse pt effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.